Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while locked. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3. A xtw clip was deployed, reducing mr to grade 1. After about 10 minutes, the clip opened to approximately 35 degrees and mr rose to grade 1-2. The clip remained stable on the leaflets. No more clips were implanted, and the procedure ended with mr reduced to grade 1-2. It was thought the clip opened due to insertion of too much material into the clip. There were no adverse effects to the patient. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported unintended movement (clip open - locked) associated with the cowl could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. This event was reviewed by a staff engineer clinical r&d, and the reviewer stated ¿one (1) fluoroscopic video was provided. In the video, a single fully deployed clip can be visualized with no cds or sgc in view indicating the video was taken post deployment and removal of the cds/sgc. The clip arm angle appears to be ~30°; this is an estimation based on visual assessment with the naked eye and cannot be confirmed. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the image provided.